Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026. The report of ¿unable to communicate with ipg¿ was confirmed. Analysis of the returned device found it had an msp reset 09aug2021 and was inoperable. The root cause of the msp reset is unknown as there were no reports of other surgeries or procedures the patient had prior to the allegation. The ipg had not logged eri or eol.

Event description:
It was reported that the ipg was inoperable. The ipg was replaced to restore therapy. Analysis of the returned device found the inability to communicate was due to a reset.